Manufacturer narrative:
A6 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 79-year-old male patient with a medical history of diabetes mellitus underwent implantation of an impella cp device for temporary mechanical circulatory support. The indication for use was cardiogenic shock secondary to an acute myocardial infarction (ami). The impella cp device was percutaneously implanted via the right femoral artery prior to percutaneous coronary intervention (pci) to the left main, left anterior descending, and circumflex coronary arteries. Prior to initiation of impella cp support, the patient received multiple inotropic and vasopressor therapies (greater than three agents) as well as respiratory support. The reported society for cardiovascular angiography and interventions (scai) shock classification at the time of impella cp initiation was stage e. On post-implant day 0, a "large" hematoma developed just lateral to the femoral insertion site with "some" oozing and bleeding noted around the repositioning sheath. Hemostasis was achieved with mattress suture around the site and sheath report indicated no blood transfusion was administered, and the patient remained on impella cp support. On post-implant day 1, the patient expired while on device support. Additional information indicated that an abdominal ultrasound was performed and was negative for retroperitoneal bleeding. The cause of death was not reported, noted to be unclear. Escalation of care was not pursued because the facility required patient transfer for higher-level support, and the patient experienced rapid clinical decompensation. The reported event is consistent with a vascular access site complication, which is a known risk associated with impella cp use as described in the impella cp instructions for use. Based on the available information, the patient's demise outcome is consistent with the severity of the patient's underlying condition (cardiogenic shock classified as scai stage e secondary to ami with rapid decompensation).

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: access site adverse event: the cause of access site adverse event likely use related since no issue was found with the pump and hemostasis was achieved after applying additional mattress sutures.